Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 instrument would not staple the tissue, when fired on seam guard, and bleeding was found. Another instrument was used to complete the case. The device was discarded.